Event description:
User received erroneous calcium results for two pt samples. Only the following pt result provided was discrepant. Sample type is plasma. Initial result gave 0.27 mg per dl and was reported out. The sample was pulled and repeated on (B) (6) 2009 giving 1.05 mg per dl. A corrected report was issued on (B) (6) 2009. No adverse events have been reported. The field service rep found a damaged sample probe and replaced probe. Precision and correlation studies were performed between this p module and another p module at customer site. Customer ran controls successfully. Analyzer was verified to be performing within specification.